Event description:
It was reported by service report that the head left fowler handle was broken off, resulting in sharp edges being exposed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: handle.